Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient returned to surgery for infection. The hip was washed out and a new head and bipolar were placed. No delays. Doi: (B)(6) 2024 dor: (B)(6) 2024 affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record review of clean process and sterilization process was performed for the finished device d23110233, and no non-conformances/manufacturing irregularities were identified. Product code 136512000, lot no. D23110233 of quantity (B)(4) was sterilized on 18-nov-2023. Per the sterilization certificate, the sterilization cycles met the validated parameters. Details refer to the attachments ¿work order for d23110233 and ¿sterilization certificate for d23110233¿. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record review of clean process and sterilization process was performed for the finished device d23110233, and no non-conformances/manufacturing irregularities were identified. Product code 136512000, lot no. D23110233 of quantity (B)(4) was sterilized on 18-nov-2023. Per the sterilization certificate, the sterilization cycles met the validated parameters. Details refer to the attachments ¿work order for d23110233¿ and ¿sterilization certificate for d23110233¿.